Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer reported that the alarm was second concurrence. Customer reported that the displacement test was passed but self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 79 or 28 alarms noted during testing. Pump error 63 confirmed in insulin pump history with variable (009) due to software anomaly.